Manufacturer narrative:
Based on the information provided, it was determined that the tissue samples exhibiting sub-optimal tissue processing were derived from the "factory 8hr xylene standard" protocol comprising 217 cassettes, which started in (B)(6) at 17:26pm on (B)(6) 2018 and completed at 05:00am on (B)(6) 2018; the "factory 8hr xylene standard" protocol comprising 135 cassettes, which started in (B)(6) at 16:29pm on (B)(6) 2018 and completed on 05:00am on (B)(6) 2018; and the "factory 12hr xylene standard" protocol comprising 52 cassettes, which started in (B)(6) at 16:30pm on (B)(6) 2018 and completed at 07:45am on (B)(6) 2018. Multiple reagents were replaced on (B)(6) 2018 and (B)(6) 2018. However, the user actions in replacing the reagents did not either cause or contribute to the sub-optimal tissue processing reported. There is no evidence that a mechanical fault(s) contributed to the sub-optimal processing reported by the complainant. Investigation of this complaint found that the instrument functioned as designed during execution of the three (3) protocols executed between (B)(6) 2018 and (B)(6) 2018, from which sub-optimal tissue processing was identified by the complainant. The root cause of the sub-optimal tissue processing identified by the complainant could not be determined from the information available.

Event description:
On (B)(6) 2018, leica biosystems received a complaint regarding "tissues damaged". The complainant advised that sufficient tissues were available for re-processing. On (B)(6) 2018, the leica regional sales manager received the following information from the complainant: "tissue cannot be diagnosed from this". On (B)(6) 2018, the leica regional sales manager was provided the following further information by the complainant: "from both poor processing runs they were able to reprocess some patient samples (mostly skins and larger blocks) but core biopsies were not diagnosable and a few other patient cases. In some instances they have asked the patient to be re-biopsied as well. The pathologist has a colour coded system for patient cases that were damaged, reprocessed or asked for re-biopsy". The complainant advised that further detailed information would be provided to the leica regional sales manager. On (B)(6) 2018, leica biosystems (B)(6) has not received further specific case related information from the laboratory despite several requests being made to the complainant. The MFR# 8020030-2018-00049 initial 30-day FDA 3500a report was submitted at 15:00pm on (B)(6) 2018 for the instrument and to notify that cases were not diagnosed. At 16:13pm on (B)(6) 2018, leica biosystems (B)(6) received the following information from the regional sales manager: "yellow indicates that the tissue was not affected at all and no comment was needed in the report. Blue indicates reportable but affected. Red indicates totally un reportable". Based on the clarification provided by the laboratory, it was determined that 117 cases were not affected; 55 cases were reportable; and 43 cases were un-reportable. The identifier of each un-reportable case was provided. Refer to MFR. Report #8020030-2018-00051 to #8020030-2018-00080; and #8020030-2018-00082 to #8020030-2018-00093 for specific details of the other patients involved.